Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's magnet rate was at 90 pacing per minute and the gas gauge showed <0.5 years. Boston scientific technical services (ts) made the health care professional (hcp) reviewed the previous reports from the previous follow ups, it was then found out that the <0.5 years battery remaining was way back several months ago. The device longevity was confusing and did not match the actual time. No additional information was available. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--

Event description:
Boston scientific received information that this implantable pacemaker had a confusing longevity estimate. It was reported that this device had a magnet rate of 90 beats per minute (bpm) but the gas gauge showed less than one year. Boston scientific technical services (ts) discussed what elective replacement near (ern) and elective replacement time (ert) mean and discussed follow-up frequency. Additional information was then received indicating that this device was explanted. No adverse patient effects were reported.